Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 7.1 mmol/l at the time of incident. The customer stated went to his hcp and the nurse took a look at his infusion set but nothing seems to be wrong with it. Customer stated has done everything to solve issue. The customer was assisted with trouble shooting. The customer received no delivery occlusion alarm during therapy. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.